Event description:
On march 15, 2007 the lay user/reporter (patient's daughter) contacted lifescan alleging that the patient's one touch ultra was reading inaccurately low in comparison to her symptoms and to the lab result. The patient tests 3 times per day and takes insulin in the morning (28 units of humulin n and 8 units of humulin r). The patient stated that she does not adjust her insulin dosages. Ten days earlier (around 5-5:30pm), the patient's blood glucose was "around 100mg/dl something" on the meter. At the time of the test, the patient reportedly had symptoms of feeling extremely thirsty, dehydrated, and itchy. The patient also complained about numbness, weakness and shakiness in her right arm and thought that she was having a stroke. She also claimed that she was not aware that she was having high blood glucose levels. The patient denied eating or taking any insulin after testing on the meter since she had already taken her insulin earlier in the morning. Around 6-6:30pm, the reporter came home and took the patient to the emergency room. The patient's blood glucose was "770mg/dl" on the lab device and was treated with IV fluids and insulin. When she was admitted to the hospital around 4am the following day, the patient's blood glucose was "500mg/dl something" on the hospital's device. The patient was released 3 days later. The patient stated that the doctor ruled out a stroke and informed her that the weakness in her right arm was due to her high blood glucose levels. She was also diagnosed with a yeast infection, which reportedly started to break out all over her body four days earlier afternoon. On the morning of the incident, the patient had gotten "300mg/dl something" on her meter and took her usual dose of insulin. After the hospitalization (two weeks later), the patient's doctor added 10 units of humulin n at night to her insulin regimen. The customer care advocate (cca) verified that the meter was set up correctly, an approved sample was used, and the correct testing/cleaning techniques were used. No control solution was available to perform a control solution test on the phone. This complaint is being reported due to the following conclusion: the patient obtained a "normal" meter reading while exhibiting high blood glucose symptoms. The patient took no actions to treat the high blood glucose levels until 1-1.5 hours later when she was taken to the emergency room. The patient was hospitalized and was treated for hyperglycemia and yeast infection. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.